Manufacturer narrative:
Eval in progress but not concluded.

Event description:
When the surgeon adjusted the position of the cannula's suture ring, a portion of the depth marker on the cannula tube was dislodged. The cannula was replaced. There was no adverse consequence to the pt as a result of this event.